Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Three (3) samples were received for evaluation. After visual evaluation it was found that the line and the valve were occluded with incorrect formula (dense). Functional evaluation could not be performed due to inadequate sample. The reported customer complaint was unable to be confirmed. The root cause was determined to be the line and valve occluded with incorrect formula (dense). This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the rn started 3.5 hour feed and found a pool of formula in the bed one hour later due to formula dripping out of the tubing during jt feed. Unknown amount fed vs wasted. The customer also stated that the feeding bag tubing broke during patient feed. The bag was hung at (B)(6) 2018 at 1300 and the tube broke on (B)(6) 2018 at 1100. No patient injury.